Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported the electrode was out on the lead: impedance testing after connecting to the battery stated all electrodes were <(><<)>1000 and within normal limited. During post-op programming, oor message was triggered while increasing amplitudes and an additional impedance test showed the 0 electrode was completely out with high impedances of >40000. No stimulation issues were reported, and the rep was able to program around the impedances. The cause was not determined. The issue is not yet resolved, and the rep noted they would submit any new information that becomes available.